Event description:
Physician reported right-side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed smooth opening. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right-side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11-jan-2024.

Event description:
Physician reported right-side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #4. Aware date should have been listed as 9/18/2024.

Event description:
Physician reported right-side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, right side capsular contracture, baker grade iii. Device has been explanted and replaced.